Event description:
Customer reports, the pt was having surgery for an ovarian cyst and during the surgery a ventral hernia was repaired. A salem sump tube was placed at approximately 10:30am on 10/20/97 by the anesthesiologist. It is believed the sump tube was a pvc salem pump. The tube was removed at approximately 6:00pm on 10/21/97. The mother of the pt noticed a black mark on the pt's nose after tube removal. The hosp records contain no notation of any kind concerning a mark on the nose or face. The pt was release on 10/23/97. After release the mark got progressively worse, became very sore and developed a scab. There remains a mark on the pt's face approximately 5 cm in length from the right nostril up the face toward the eye. Pt plans to visit a dermtologist regarding possible treatment for the mark. Follow-up info from the dermatologist indicated that the developement of the facial mark may have been related to the nursing department's failure to respond to the pt's complaint of pressure and pain while the tube was in place.

Manufacturer narrative:
No samples were returned and no lot or reorder info were provided. Follow-up by co's medical affairs department with the physicians involved discovered that they believe the pt injury is a result of the nursing departments failure to respond to the pts report of pain and pressure at the nasal area one day post operatively. The dermatologist feels that the pt suffered tissue necrosis due to pressure phenomenon. Hosp records do not indicate the pt ever complained of pain and pressure. A search of co's records finds no similar reports back to 1996. There is nothing intrinsic in a salem sump tube that would cause necrosis.